Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 452 mg/dl with moderate ketones that a health care provider (hcp) deemed life threatening. Cause was not known. Reportedly, the customer administered a correction bolus via the pump to address the bg. Reportedly, the customer went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit (ICU). While in the ICU, the customer received intravenous fluids of saline and insulin. Reportedly, the customer was released three days later on (B)(6) 2022 with no permanent damage and the issue resolved. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.